Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient recently fell on the ipg site. The patient stated he went to the emergency room (ER) and was admitted to the hospital as a result. In addition, the patient stated after the fall, he felt pain at the ipg site as well. The patient attempted to use his scs system, but was unable to establish communication between the ipg and external devices. The patient met with the sjm representative and confirmed the issue. The patient plans to meet with the physician regarding surgical intervention as the next course of action.

Event description:
It was reported that the patient had their ipg replaced due to inoperability. Therapy was successfully restored post-op.